Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The sealant remained inside the shuttle cartridge. When an attempt was made to advance the shuttle, slight resistance was noted. If the device is exposed to an elevated temperature, the sealant may adhere to the polyimide shaft, leading to resistance during deployment. The review of the lhr (lot f1416204) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the reported event could not be conclusively determined. (B)(4).

Event description:
The following information was reported: failure to deploy, significant resistance when shuttling down. Manual compression was applied for 20 minutes. The patient was not hospitalized. Stick location: right common femoral vessel size: >7 mm procedure type: diagnostic coronary.